Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally initiated a fill-tubing command instead of announcing a meal while connected to the infusion set, after which they were directed to disconnect from the body as if showering and complete the fill-tubing; the user then resumed normal meal announcement. No reported adverse clinical effects. Outcomes included no alerts, no alarms, no medical intervention, and continued therapy. Investigation included user education and troubleshooting. Investigation of this case revealed user error in command selection with the infusion set and tubing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.